Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient's ipg stopped charging following charging difficulty, rendering the ipg inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored post op.